Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. (B)(4).

Event description:
It was reported the hcp was attempting a refill on an obese patient and was having trouble accessing the pump. The first time he aspirated the pump the following was noted: volume discrepancy expected: 5ml actual: 20ml drug had yellowish tint. The second time he aspirated the pump the following was noted: clear fluid: 0.5ml aspirated and then saw air bubbles. The refill was performed under flouro. The patient was not having any symptoms or complications. Additional information later reported the hcp believed that the discrepancy was due to the needle pulling out and patient having a seroma. Per the reporter, the drug was not baclofen but did not know specifically the drug or concentration. Additional information has been requested, but had not been received as of the date of this report.